Event description:
Pt was admitted to the hospital in 03/2002. Pt was taken to surgery the following day for low anterior colon resection with end-to-end anastomosis. Diagnosis of carcinoma of the rectosigmoid. The ethicon 1 proximate ils curved intraluminal stapler, a stapling/cutting device used at the anastomotic site failed. A second one was used. Pt had to be taken back to surgery 5 days later for possible anastomotic leak in the lower sigmoid colon with peritonitis and post operative wound infection. The small bowel was noted to be distended and holes in the colon. Pt expired in 2002.